Event description:
The pt was revised because of loosening.

Manufacturer narrative:
Examination of the returned items finds nothing outward that would indicate product error regarding the report. The investigation is unable to conclusively determine a root cause. A two-year complaint database does not identify a trend of loosening of the device. Based on the investigation, the need for corrective action is not indicated.